Event description:
The customer reported that the heartstart xl fails to power up and that the energy select switch is not responsive. No patient involvement was reported.

Manufacturer narrative:
(B)(4).